Event description:
It was reported "a brand new lma proseal #4 was opened to use for inspection/functional testing. The nurse at clinic found the cuff had difficulty of deflating/inflating. It seems something wrong with its red plug". No patient involvement reported. 2 mdrs submitted: 9681900-2021-00022 - difficult to deflate cuff on device; 9681900-2021-00021 - difficult to inflate cuff on device.

Manufacturer narrative:
Qn# (B)(4). The device was returned by the customer and sent to the manufacturing site for investigation. The manufacturing site reports: "the device can be deflated and inflated with the check valve. Air releasing via red plug is sluggish. There was no usage record card to indicate the date of initial use and last use of the device. The date of reprocessing the device, reprocessing details and autoclave parameter is unknown. The root cause of the incident is unidentifiable." Corrected data: section f10: medical device problem code corrected to 1310 section h6: medical device problem code corrected to 1310.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "a brand new lma proseal #4 was opened to use for inspection/functional testing. The nurse at clinic found the cuff had difficulty of deflating/inflating. It seems something wrong with its red plug". No patient involvement reported.